Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator was not able to remove all of the air. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 270cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the blood circuit. The user's guide provides adequate instructions for troubleshooting air alarms. The disposable cartridge was not available for evaluation. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.